Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted (B)(6) 2006. The device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted faster than expected due to right ventricular (rv) lead thresholds that had risen to a high range. The crt-p was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.